Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened down keypad dome. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive act button. The caller did not know the blood glucose reading. The customer stated that she was doing her routine reservoir and insulin change. She stated that she was unable to get the screen to rewind. She stated that she changed the battery, and the screen showed version 1.1 f with constant buzzing coming from the device. She could not get the act button to respond. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.